Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (adapter), is related to case with patient identifier (B)(6) (transfer set).

Event description:
It was reported that insulin leaked from the adapter and the infusion tubing of the infusion set. The patient experienced elevated blood glucose levels. No adverse event was reported. Return of the suspect device was requested for evaluation.